Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2015-product analysis:the device was returned and evaluated by product analysis on 03/14/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the pump was manually suspended and powered off on 01/04/2015 at 22:37. The pump was powered-on on 01/05/2015 at 17:13 and deliveries were never resumed. The pump was manually suspended on 01/02/2015 at 07:27 and manually resumed at 08:28. No abnormal pump operation was evident in the black box data. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the active basal rate setting did not match the basal history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.